Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that tubing from two (2) valve sets disconnected where it connects to the final bag. The disconnection occurred towards the end of compounding. When the disconnection occurred it resulted in fluid leaking. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: 510k number. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sets were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.